Event description:
The customer reported he needed end of device support information also he reported that the device had low volumes. No patient involvement.

Manufacturer narrative:
(B)(4). Carefusion tech support advised the customer to measure the device's volume delivery in order to determine if the issue is caused by the turbine or transducer calibration. In addition tech support provided the vela t2 obsolesces letter. Carefusion has requested additional event information from the user facility as of may 29, 2015 there has been no response form the user facility.